Event description:
Patient reports pump dispensed insulin during load cartridge phase.

Manufacturer narrative:
Pump was returned to animas and evaluated by product analysis on (B)(4) 2011. During evaluation the pump was unable to detect the cartridge and dispensed fluid during load cartridge phase. The pump was opened and corrosion was observed in a stuck seal in the lead screw mechanism. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.